Event description:
It was reported the device over infused an 8mg norepinephrine drip. It was noted that it continued to infuse the medication after the device was supposed to be paused. There was no patient impact.

Manufacturer narrative:
Investigation conclusion: the report of an overinfusion was not confirmed. The event description stated that the device continued to infuse medication after the device was supposed to be paused. The pcu event log shows pump module s/n (B)(6) was programmed to infuse norepinephrine 8mg/250ml (drugid 329) at various rates. On the reported event date, (B)(6) 2020, the infusion was restored and started at 1:25 am and ran until 5:04 pm on (B)(6) 2020 with 39.705ml recorded as being infused during this timeframe. During this timeframe, the infusion was paused a total of 10 times. The durations between pausing and restarting the device varied from 3 seconds to 42 minutes and it cannot be confirmed if the device continued to infuse after the infusion was paused. The starting/ending volume of the fluid container cannot be determined through device logs. A review of the device error logs found no errors during the time of the reported event. Device inspection: an ¿as-received¿ inspection was performed on the received pump module and disposable set. Model 2420-0007 was received with a hole in the sets tubing. Pump module 14380627 was received with instrument seal intact. The left (male) iui was observed with corrosion. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Root cause analysis: the root cause of the reported overinfusion was not identified. Device history review: review of the pump module s/n 14380627 service history record showed the device had a manufacture date of 23apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 19aug2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The report of an overinfusion was not confirmed. The pcu event log shows pump module s/n (B)(6) was programmed to infuse norepinephrine 8mg/250ml (drugid 329) at various rates. On the reported event date, (B)(6) 2020, the infusion was restored and started at 1:25 am and ran until 5:04 pm on (B)(6) 2020 with 39.705ml recorded as being infused during this timeframe. During this timeframe, the infusion was paused a total of 10 times. The durations between pausing and restarting the device varied from 3 seconds to 42 minutes and it cannot be confirmed if the device continued to infuse after the infusion was paused. The starting/ending volume of the fluid container can not be determined through device logs. The pump module was not returned for investigation. The root cause of the reported overinfusion was not identified. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 23 april 2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 19 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported the device over infused an unspecified medication. It was noted that it continued to infuse the medication after the device was supposed to be paused. There was no patient impact. Although requested, additional information was not provided.

Event description:
It was reported the device over infused an 8mg norepinephrine drip. It was noted that it continued to infuse the medication after the device was supposed to be paused. There was no patient impact.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient information was not provided. No devices received, log review only.

Event description:
It was reported the device over infused an unspecified medication. It was noted that it continued to infuse the medication after the device was supposed to be paused. There was no patient impact. Although requested, additional information was not provided.